Manufacturer narrative:
H.6. Investigation: bd received the instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode for a broken plate cover was observed and repaired. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report.

Event description:
It was reported that breakage occurred with a bd sedi-40. The following information was provided by the initial reporter, "channel cover is broken and it needs to be replaced."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd sedi-40. The following information was provided by the initial reporter, "channel cover is broken and it needs to be replaced."